Manufacturer narrative:
Device evaluation: one device returned for evaluation. An image of the device was inspected. The stent was found to be fractured at the third strut row. Several additional pieces of the stent were returned. The user reported no previous experience in removing esophageal stents. The root cause of the damage is attributed to the users removal technique. Since the lot number was not provided, the device history record and complaint database could not be reviewed. User facility medwatch report number: mw5056043.

Manufacturer narrative:
Device evaluation: one device returned for evaluation. The evaluation is still in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the stent broke while attempting to remove the stent from the esophagus. The stent broke while passing the trachea and the airway was partially blocked for a short time. The patient continued to receive plenty of oxygen. The user did not have any previous experience using this stent. No patient harm or injury was reported. The implant date is currently unknown.